Event description:
Customer reportedly received results of 61 mg/dl and 134 mg/dl within 10 minutes on the aviva system. Customer drank orange juice based on the meter results. No adverse event reported. Requested return of suspect device and replacement was sent.